Event description:
Patient reported right-side "capsular contracture baker grade iii" and "very hard, pain". Healthcare professional later confirmed capsular contracture baker grade iii. Healthcare professional further reported "new dominant fold in the right implant, suspect intracapsular rupture" via MRI report. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 5-aug-2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 22-aug-2024. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: not observed: ¿ crease/folding of implant: observed, flat creases. As per the investigation procedure deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right-side "capsular contracture baker grade iii" and "very hard, pain". Healthcare professional later confirmed capsular contracture baker grade iii. Healthcare professional further reported "new dominant fold in the right implant, suspect intracapsular rupture" via MRI report. Device was explanted and replaced.

Event description:
Device was explanted.

Event description:
Patient reported a left side "capsular contracture baker grade iii, "very hard", pain." Later, healthcare professional reported capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.